Manufacturer narrative:
Concomitant medical products: w1dr01, ipg, implant date: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a pre-cardioversion check, chronically low r waves and possible intermittent undersensing during atrial tachycardia/atrial fibrillation (at/af) episodes at times triggering device defined termination of episodes in progress were noted on the right atrial (ra) lead. The ra lead remains in use. No patient complications have been reported as a result of this event.